Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu) states: perform a femoral angiogram to verify the location of the puncture site. In this case, it unknown if the eifu violation caused or contributed to the reported difficulty. The investigation determined the reported difficulty and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a proglide device using the pre-close technique via a 8.5f sheath prior to an ablation procedure. Reportedly, no femoral imaging taken at the access site. When the plunger was removed, no suture was attached [to the needles]. The suture of another proglide device was successfully pre-placed. The ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.